Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of 400 mg/dl while using the infusion sets. Her normal blood glucose range is 100-150 mg/dl. She has only been using the infusion device for 3 months and is unsure why her blood glucose was elevated. Troubleshooting did not reveal any issues with the infusion device. She stated, once she did notice leaking at the infusion set cannula. She noticed the leak because, she could smell insulin. She did not notice any bent cannulas. She uses the insertion device to insert the headset. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.